Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Event description:
The customer's wife reported the customer experienced symptoms of hypoglycemia, but he was unable to test his blood glucose, because he received an errc-4 display message on his blood glucose meter upon test strip insertion. The customer reportedly experienced loss of consciousness and the paramedics were called, but the customer's wife could not recall the treatment rendered. It was additionally reported the customer was transported to a hospital where he was diagnosed with severe hypoglycemia, however the customer's wife could not remember the medical treatment provided. There was no report of death or permanent impairment associated with this event.

Event description:
(B) (6). Same case as MDR ID: 2134265-2010-01117. It was reported that following a carotid artery stenting treatment procedure, the patient experienced a transient ischemic attack (tia). The 90% stenosed target lesion was located in the left proximal internal carotid artery/segment 17. There was a 5mm reference vessel diameter. During the index procedure, a filterwire ez embolic protection system was deployed, and a carotid wallstent was implanted in the target lesion. One day post index procedure, the patient had a tia with a nih stroke scale of 5: 2 for level of consciousness questions, 1 for facial palsy, 1 for best language and 1 for dysarthria. The patient was discharged one day later and the event is reported to be resolved without residual effects. It is the opinion of the physician that the event is possibly related to this device.

Manufacturer narrative:
Customer's meter (B) (4) was returned and investigated. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. Error 4 code was not observed. This is a final report.